Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube also; the battery cap contact was corroded. No moisture damage was found inside the insulin pump noted. Unable to perform functional check including rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test a21 test and all operating current measurement due to blank display. The insulin pump had minor scratched display window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had fluid in the battery compartment. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the pump did not pass the self test. The customer was advised that the device would be replaced and agreed to return the product for analysis.